Manufacturer narrative:
This device is used for treatment not diagnosis. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass.  A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation.  These surgical procedures are associated with numerous risks.  Gi bleeding, stroke and thrombus are known potential adverse events  associated with the implantation of all vads as outlined in the instructions for use.  With review of the available information there  is no indication of any device malfunction or performance issues impacting the event.  Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted for gi bleed. The patient showed signs of a pump thrombus. The surgeon decided to exchange pump due to suspected thrombus. It was noted that the pump exchange was performed (B)(6) 2016. It was noted that the on (B)(6) 2016 that the patient experienced a subarachnoid hemorrhage and support was withdrawn.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Pathological examination revealed no evidence of thrombus within the pump. Log file analysis could not be performed as log files were not available during the time of event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.